Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent inaccurate fill estimates. Reportedly, the customer received a fill estimate of over 60 units of insulin after loading the cartridge with 300 units of insulin. Customer had elevated blood glucose (bg) levels (300 mg/dl). Customer delivered a bolus to address elevated bg levels.